Event description:
As reported in peripheral guidewires survey the respondent 25 indicated artery spasm stating: ¿arterial access for renal artery ptca. No spasm after papaverine¿ the device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6 as reported in peripheral guidewires survey the respondent 25 indicated artery spasm stating: ¿arterial access for renal artery ptca. No spasm after papaverine¿ the products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿arterial spasm¿ could not be confirmed. This is a well-known and extensively documented potential complication of a percutaneous procedure. Arterial spasm may be caused by device manipulations inherent in any procedure causing endothelial irritation. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in peripheral guidewires survey the respondent 25 indicated artery spasm stating: ¿arterial access for renal artery ptca. No spasm after papaverine¿ the device will not be returned for evaluation.

Manufacturer narrative:
Some information is limited due to being a survey case, event date unknown due to this being a survey case. The device will not be returned.